Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy, as the ipg was unable to hold charge and was deemed inoperable. As such patient underwent surgical intervention wherein the ipg was replaced with a new one. Reportedly effective therapy was restored.